Event description:
CT tech stated that when the doctor placed the coaxial into the pt, he then locked the skin stop into place. The doctor then proceeded to insert the biopsy needle into the coaxial, but it would not go through the coaxial past the locked skin stop. He tried another needle and it would not go through either. The CT tech then gave him another act20/15, (different lot number) and they were able to proceed with the case.